Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the root cause of the couple rattling was unable to be identified. Additionally, the plug unit was cracked, there was a leakage at connector and water tightness was lost; all of these malfunctions have a cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, it exhibited a coupler that rattled, leakage at connector, a plug unit that was cracked, and water tightness was lost. There was no patient involvement.